Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (b)(67) 2018, the patient/lay user contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was reading inaccurately high compared to another meter (accu-chek). The complaint was classified based on customer service representative (csr) documentation. The patient stated that he first became aware of the issue, ten days prior to contacting lfs, alleging that he obtained inaccurately high blood glucose results of ¿282 mg/dl¿ on the subject meter compared to ¿173 mg/dl¿ on the other meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that he manages his diabetes with metformin 1000 mg. The patient reported that 2 days prior to him contacting lfs, he developed symptoms of ¿dizziness and sweating¿. In response to the symptoms he consumed some food/drink. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the patient had used the correct testing steps and an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. It was noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms and required treatment from a health care professional, whilst using the subject meter. There is insufficient information to rule out the contribution of the subject meter to the event.